Event description:
It was reported that a patient had a loss of therapeutic effect. The patient felt that she needed to turn stimulation up because she wasn¿t emptying all the way and had to go to the bathroom. The issue began two to three weeks prior to the report. The day of the report, the patient had a coughing spell and when she was coughing she got urgency and felt like she had to go to the bathroom. The patient also reported bowel leakage. The patient¿s device was on program 2 at 1 volt and she turned it up to 1.3 volts. The bowel leakage stopped for about two days and then started again on 2014 (B)(6) and for the two following days, so the patient turned it up as high as she could stand at ¿two something.¿ her left labia, upper groin area, and inner side were vibrating. The patient¿s left side was very uncomfortable and it felt like she pulled a muscle in her left butt cheek. Her leg and labia were uncomfortable and she sometimes wished it could be on her right side. The leakage stopped for two days and then started again. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# va09nlh, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).